Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, as the pump was still functional, customer used the pump for insulin therapy.